Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device door roller was broken off. The device was returned to the biomedical department with a note that stated, "errors e430 prox sensor #1." No tracking information was provided; therefore, specific patient information, pump programming, or event details wer not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.